Event description:
It was reported that the pump has a red screen and indicates that it needs to be connected to a pc. However, it won't be recognized by the pc when it is connected. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens. Error code 44000 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the interruption when updating the firmware resulted in corrupted software. To address the issue, the software was reloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.